Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 314.050, lot: 8794602. Manufacturing location: hägendorf, release to warehouse date: mar 06, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The returned screwdriver was inspected, and it was confirmed that the distal hexagonal tip is rounded and slightly twisted; hence the screwdriver will not grip the mating parts correctly. Functional test and dimensions of the hexagonal tip cannot be verified due to the damage incurred. However, dimensional inspection and functional test were performed 100% at the time of manufacturing with no non-conformity documented. This instrument was manufactured in march 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformity reported. The hardness parameters did also comply with the specifications. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during the sacroiliac screw placement (sig) with cannulated screws, the tip of the screwdriver has been deformed and therefore it was impossible to use it in a safe percutaneous way. It was not possible to slide the screwdriver over the guide pin. Due to deformed screwdriver, another operation technique had to be used to bypass this procedure using the percutaneous guide loanset. The procedure was successfully completed. There was a surgical delay with an unknown number of minutes, but was not significant. Patient outcome was unknown. Concomitant device: guide pin (part unknown, lot unknown, quantity of 1). This report is for one (1) screwdriver. This is report 1 of 1 for (B)(4).